Event description:
It was reported that a pericardial effusion and subsequent cardiac tamponade occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed, contrast was injected and seen flowing out of the pericardium. A pericardial effusion and acute drop in blood pressure resulting in cardiac tamponade were noted at this time. A pericardiocentesis was performed along with administration of vasopressors. Pressures increased during the tap, but decreased again when the physician stopped. The pericardiocentesis was then restarted. Due to the inability to maintain the pressure, it was decided to send the patient for surgery. While the patient was being prepped, pressures stabilized and blood was no longer draining off the pericardium. All basic vasopressors were discontinued. Patient remained equilibrated. At this time, the decision was made to remove the pericardiocentesis drain and place a surgical drain and chest tube. No further complications were reported. As of july 17, patient is doing well and still in the hospital due to respiratory issues related to chronic obstructive pulmonary disease.